Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following mastectomy with bilateral abdominal procedure, the free tissue transfer reconstruction left breast radiation was resulted in severely constricted and necrotic left reconstructed breast. Patient hospitalization was extended for 2 days.